Manufacturer narrative:
(B)(4). Concomitant medical products: 10-104062 ¿ m2a taper shell ¿ 846650; 11-163667 ¿ m2a modular head ¿ 335980; 162307 ¿ bi-metric femoral stem - 966440; 103536 ¿ low profile screw ¿ 238880; 103533 ¿ low profile screw ¿ 000310. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -00876, 0001825034 -2019 -00879, 0001825034 -2019 -00880.

Event description:
It was reported that patient experienced approximately 1000ml of blood loss during an initial right total hip arthroplasty. During the same day, the patient underwent a revision surgery and experienced about 500ml of blood loss, for a total of approximately 1500ml in one day. No medical intervention has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.